Event description:
During the adenoid portion of a tonsil and adenoidectomy case the adenoid electrode wire broke. Upon inspection of the device after breakage it was noted that the plastic housing of the adenoid tip was melted. No patient impact or injury.

Manufacturer narrative:
(B)(4). Eval, method, results: facility disposed of device. Device is not available for return and inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.